Manufacturer narrative:
Reported event was confirmed by review of compatibility between the components. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is attributed to user error as the surgeon used right tibial component for a left total knee arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned as it was scrapped at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a left total knee arthroplasty that the patient was implanted with a right side tibial component. Surgeon removed the component and replaced with appropriate tibial component. There was a 45 minute delay during the procedure.